Manufacturer narrative:
Investigation summary: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. As received, the fixation mechanism operated as specified. All electrical measurements performed attest the inner and outer electrical conductivity were conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. The most likely hypothesis could be related to positioning issues. It should be noted that such lead positioning issues incurred during implantation procedures are not completely unavoidable and may be associated to many variables (ex. Patient physiology, physician preferred implant site, etc) that the lead design and instructions-for-use cannot reasonably account for, as evidenced in this case. The root-cause of the reported issue could not be determined by the investigation. However, a lead issue is not suspected to be related to the reported problem. This investigation will be retained and used for trending purposes. Please refer to the attached report.

Event description:
Reportedly, during lead implantation the impedance was measured above 4000 ohms, sensing around 1 mv and there was no capture. Different position were tried with the screw extend and not and with different psa cables (medtronic and abbott) which always lead to incorrect electrical values. The physician replace the lead by a new vega one.

Event description:
Reportedly, during lead implantation the impedance was measured above 4000 ohms, sensing around 1 mv and there was no capture. Different position were tried with the screw extend and not and with different psa cables (medtronic and abbott) which always lead to incorrect electrical values. The physician replace the lead by a new vega one.